Event description:
The following information was provided by the cook area representative based on comments made by the user. The physician has noticed difficulty in stripping or peeling of the cook fusion omni-tome sphincterotome. Once the nurse peeled the wire to the locking device, the physician would have tremendous problems peeling the sphincterotome while doing the exchange. Access was compromised on multiple occasions and the wire guide was lost occasionally. The procedures were completed in some cases and in some cases, the sphincterotome was changed. The medical facility could not provide and specific quantity. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a corrective action has been initiated in response to the report of difficulty with the breakthrough channel. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.